Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot le7cjqn, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many devices were involved in this single procedure? According to the customer, the issue happened with 10 devices but no information regarding of the number of procedure. Please clarify product code - t4418h. Status of product return follow up - due to quarantine restrictions, the device can not be sent for the moment. Note: events reported in medwatches 2210968-2020-05138, 2210968-2020-05139, 2210968-2020-05140, 2210968-2020-05141, 2210968-2020-05142, 2210968-2020-05143, 2210968-2020-05144,2210968-2020-05145, 2210968-2020-05146, and 2210968-2020-05147.

Event description:
It was reported that an animal underwent an ovariectomy in (B)(6) 2020 and suture was used for overlocking the abdominal wall. During the procedure, the needle pulled off from suture after a few tissue passages without excessive tension. Another device was used.